Event description:
During testing by a zoll medical service technician the device displayed "pacer fault 116", "pacer disabled," and "defib disabled" messages. There was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product.